Manufacturer narrative:
The complaint the ipg would not hold programs were not duplicated. Device passed all cis testing. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was getting unreliable coverage as the ipg was not holding its programs in place. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Date of event: 2015.

Event description:
A report was received that the patient was getting unreliable coverage as the ipg was not holding its programs in place. The patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively.